Event description:
It was reported that during a surgical procedure the patient's ipg was unable to communicate with external devices. A company representative was able to recover the ipg and restore therapy. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.